Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings on posterior, crease fold, wear abrasion, brown biological tissue in shell, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: two crease sharp openings on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two crease sharp openings on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.